Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: 50-7050, batch no: unknown. It was reported the catheters snapped while pulling back on them during the removal process. Verbatim: 2 instances: july 16 and late may early june. Physician had 2 pleurx catheters snap during removal in the past 6 weeks. The catheters snapped while pulling back on them during the removal process. They both snapped below the skin, just above the cuff. The physician was able to remove the catheters afterwards without incident, but it did require creating a larger incision. The catheter snapped - like you imagine an elastic would if you tugged at it too hard. I was wondering if the cuff material has changed at all - if there's a bit more scarring that it's inducing these days that makes it a bit harder to remove.